Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and was delayed in responding to presses. Additionally, the customer removed the pump case from the pump and the cartridge was pulled out. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide additional information and declined troubleshooting.